Event description:
It was reported that the epiq elite ultrasound system was not available during an emergent procedure. The system went into sleep mode and could not power back up. The procedure was able to be completed with another ultrasound system. There was no patient or user harm associated with this event. The philips service engineer replaced the power module, power assembly, and power cord to address the customer¿s immediate concerns. The philips service engineer also found that the customer site¿s power outlet gfci breaker was tripped, reset the breaker and alerted staff regarding the issue. Philips has started an investigation, and upon completion, a follow up report will be submitted. This report was initially submitted on 12-aug-2025. Due to an issue with the FDA database, esg nextgen helpdesk has requested resubmission. Therefore, this report is being resubmitted on 20-aug-2025. Please reference esg nextgen helpdesk ticket (B)(4).